Manufacturer narrative:
The unit was able to power on and engage in monitoring activities but was unable to communicate with the returned or any known good docking station due to a recessed pogo pin on the rear of the handheld at pin #12. Intermittent screen rotation was observed when adjusting from portrait to landscape mode (when docked). The unit alarms under alarm conditions. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Added radical docking station, rds-1 as concomitant device. Updated: device manufacture date to 12/14/2007.

Event description:
Per customer: "interface left-most pin sticking down, causing erratic screen reset". The screen keeps resetting and sometimes rotates by itself or could not rotate at ll. The customer suspects the left-most connector pin is the cause. This phenomenon only occurs when handheld is docked onto a docking station. No error code on the display and the device is able to engage in monitoring activities.